Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported that the customer dropped the pump and there are lines across the touch screen now. The touch screen is unreadable. There was no reported impact to customers' blood glucose level.